Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient currently admitted for another episode of a high-pressure alarm on their pump. Maintenance dosing began in 2024. The patient was hospitalized for further care. The patient was unable to successfully continue their infusion. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.